Event description:
Various olympus endoscopes have been found to flake at various places along the shaft, including the distal end (the part that enters the patient) after sterile processing. Ref report: mw5157259.